Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two scs leads with the same lot number. It was reported the pt was not receiving effective stimulation. X-rays confirmed both the scs leads had migrated. It was also reported the pt had experienced a fall. Subsequently, surgical intervention was taken to explant and replace the scs leads and anchors. The pt is receiving effective stimulation post-operatively.